Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. There are two additional devices (serial numbers unknown) contained in this report. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported unspecified issues while using 3 adc freestyle libre 2 sensors. Per the report: freestyle libra 2 doesn´t work. Between my father and I, we´ve had 3 different monitors and several different sensors that are to last for 14 days, they don´t even last 24 hours. The reviews are horrible. My father paid over (B)(6) out of pocket and he´s elderly, I paid (B)(6) copay. That´s a lot of money to be out for a system that doesn´t work. Not to mention all the others that have complained, something needs to be looked into and shut down as abbott is making a killing on a product that doesn´t work. I expect something be done for both my father and myself. I had both systems working at first so I know I did it correctly." No further information provided. The customer did not report any adverse event and self or third-party medical intervention associated with the reported issues. No further information was provided. There was no report of death or permanent injury associated with this event.